Event description:
The consumer contacted kaz USA to inform us that she was burned by her heating pad. She stated the cover of the heating pad slipped off while she was sleeping and that is what caused a 3rd degree burn to her hand. The instructions for proper use state not to sleep with the heating pad.